Event description:
Boston scientific received information that this right ventricular defibrillation lead displayed an out of range shocking impedance less than 20 ohms. During the follow-up visit upon reviewing the lead status summary screen the out of range value was not available. A technical service consultant was contacted and retrieved the lead data from the home monitoring records including when the out of range measurement was detected. All other measurements were within a normal range. The patient reported that she was in physical therapy when the out of range measurement was taken. The technical service consultant recommended additional testing of the lead. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.